Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was unable to lower his blood glucose. Customer's blood glucose was 454 mg/dl. Customer experienced nausea and vomiting due to high blood glucose. Customer reported that he was admitted to the emergency room after he drank some orange juice and passed out. Customer had an episode of hypoglycemia. Customer was treated with shots. Customer reported the insulin pump was removed before the emt arrived. During troubleshooting, customer was assisted in performing the high pressure test. The test passed. Customer was advised to follow up with his healthcare professionals regarding the unexplained high blood glucose. Customer will not be returning the device for analysis.